Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient reported that during the call, the ins that was supposed to be in the pocket on the lower part of their back has moved to the top of their stomach, causing them indigestion, which is why they prefer not to turn the stimulation on. They also expressed concern about the ins potentially hitting their heart or stomach, as it continues to move around their body. Pt stated that they kept turning position so they could get the ins to move back to its pocket. Pt noted that when they're sleeping, the ins could be either on the side of their back or comes around to the top of their stomach. Pt stated that they noticed that the ins started moving probably about two weeks ago. Caller requested the local representative's phone number to get some technical support. Agent reviewed the role of the rep. Caller inquired about how to use the wireless recharger and how to know the ins battery level; agent reviewed information and walked caller through connecting to the recharger app, but it was interrupted because pt took over the call to report the unu sual movement of the ins. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned that they plan to schedule an appointment with their hcp on monday. Pt mentioned that the stimulation was set very low and they sometimes e xperience pain in their leg and have been having a really hard time with all the staples and overall pain. Pt mentioned that they will try to contact the manufacturer representative who assisted them during the trial. The patient (pt) provided a lot of information; agent did their best to document relevant details.